Event description:
It was reported by a distributor when a nurse tried to open the valve the urine did not drop into the collection chamber.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The device was used on a patient, however there was no report of harm to the patient. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on july 16, 2014. Note: issue occurred on (2) separate cases. A separate 3500a form has been completed for the other (1) case. (B)(6).